Manufacturer narrative:
Codman has requested the valve for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the icp values did not match the clinical symptoms of the patient, the values were considered too high. As a result the icp sensor was explanted and the intracranial pressure was determined via evd-catheter.